Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal rollers were damaged. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. While cycling the jaw the distal roller and retention pin detached from the jaw. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure, it was found that jaws of instrument is closing wrong. It is big gap between jaws. Surgeon tried to use another device from this box of instruments, but it was a problem that jaws were not closing completely on all other devices. A competitor's device was used to complete the procedure. Delay of thirty minutes. There were no adverse consequences for the patient reported.